Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA exact date of implant is unk. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion of the left l4 pedicle screw, the screw repeatedly partially disengaged from the screwdriver shaft, this caused the screw shaft to become free from the screwdriver and not held securely in position. Insertion of the second screw was attempted with the same thing happening several times. An alternative sized screw was successfully inserted into the pedicle at this point and the procedure completed. The surgery was prolonged about 60 minutes. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screws were tried with other screwdrivers and they had the same problem. The screwdrivers were also used with other screws but they worked well. Therefore is no problem with the screwdriver. There was no physical patient harm other than the extended operating time. This report is for an unknown screwdriver.